Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The actual cause of the wbp alarms cannot be determined, however, the user's guide states that a kink or occlusion may have contributed to the increase in pressure. A direct correlation between nxstage system one and the reported blood loss events cannot be established. Facility staff has been notified of the events and there have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported high waste bag pressure alarms occurred at the start of two consecutive routine hemodialysis treatments. Both treatments were discontinued without performing rinseback, resulting in a combined estimated blood loss of 70cc. No medical intervention was required.